Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2023. During the procedure, the stent's first flange was unable to deploy. The axios stent was fully covered by the outer sheath when it was removed from the patient. The procedure was canceled due to unavailability of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: the initial reporter's phone number is (B)(6). H6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2023. During the procedure, the stent's first flange was unable to deploy. The axios stent was fully covered by the outer sheath when it was removed from the patient. The procedure was canceled due to unavailability of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b1 (adverse event or product problem) and d4 (catalog number and unique identifier UDI number) have been corrected. Block g1 (MFR contact first name, last name, phone number, and email) has been updated. Block e1: the initial reporter's phone number is (B)(6). Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. The device was returned in position 4 and without the stent. Additionally, the inner sheath was kinked. Functional inspection was performed, and the catheter was freely moved through the luer and the slider could be moved to its original position without resistance. No other problems were noted with the stent and delivery system. Product analysis could not confirm the reported event of stent failure to deploy. The observed problem of inner sheath kinked was most likely due to factors during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician, which could have resulted in the damage encountered in the device. Based on all available information, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the overall probable cause cannot be established.